Event description:
A biomedical technician (biomed) reported to fresenius technical services that the aquabplus reverse osmosis (ro) system had no power during disinfection. The biomed confirmed the reported event during follow-up and provided additional information. The biomed stated that they are an on-call biomed and this is not a facility where they typically work. A user facility patient care technician (pct) contacted the biomed when the reverse osmosis (ro) system appeared to turn off while rinsing the bicarbonate system. The biomed stated that a burning smell was observed upon arriving to evaluate the ro system. No smoke, spark, flame, or arcing was observed. The biomed confirmed that the ro was being supplied with power however attempting to restart the ro system failed. The biomed found the red and green connections on the motor protection switch had melted. The biomed re-crimped the wires and installed a new motor protection switch to return the ro to service. The biomed noted that the replacement motor protection switch was available on hand and the necessary fittings were purchased at an auto parts store. The ro system did not alarm or give an indication of the reported issue. The biomed confirmed that there were no blown fuses or issues with the circuit breakers. There was no issue with the local supply (and stated that the generator would have been running if there was an issue). The biomed confirmed the system is also plugged into a hospital-grade ground-fault circuit interrupter (gfci) outlet. There was no patient involvement as the issue occurred outside of clinic hours nor was there any personal harm to anyone as a result of this malfunction. The complaint samples were discarded and are not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the customer provided photographs for review. The manufacturer was able to confirm the reported failure mode and determined the cause to be the inadequate design of the blade receptacle at the motor protection switch. The electrical contact at the motor protection switch was inadequate. A bad electrical contact can cause the pump to run with only two line conductors resulting in a higher current of thermal energy that can overheat and discolor the parts. This is a known issue that has been addressed within a CAPA. A new design was released for the wiring that includes a crimp connection at the blade receptacle. The device was built before the implementation of this new design. In this case the motor protection switch and connection fittings were replaced to resolve the reported issue. A review of similar complaints is not required. A review of the service history is not required. A review of the device history record is not required. A review of the service manual or instructions for use is not required.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) reported to fresenius technical services that the aquabplus reverse osmosis (ro) system had no power during disinfection. The biomed confirmed the reported event during follow-up and provided additional information. The biomed stated that they are an on-call biomed and this is not a facility where they typically work. A user facility patient care technician (pct) contacted the biomed when the reverse osmosis (ro) system appeared to turn off while rinsing the bicarbonate system. The biomed stated that a burning smell was observed upon arriving to evaluate the ro system. No smoke, spark, flame, or arcing was observed. The biomed confirmed that the ro was being supplied with power however attempting to restart the ro system failed. The biomed found the red and green connections on the motor protection switch had melted. The biomed re-crimped the wires and installed a new motor protection switch to return the ro to service. The biomed noted that the replacement motor protection switch was available on hand and the necessary fittings were purchased at an auto parts store. The ro system did not alarm or give an indication of the reported issue. The biomed confirmed that there were no blown fuses or issues with the circuit breakers. There was no issue with the local supply (and stated that the generator would have been running if there was an issue). The biomed confirmed the system is also plugged into a hospital-grade ground-fault circuit interrupter (gfci) outlet. There was no patient involvement as the issue occurred outside of clinic hours nor was there any personal harm to anyone as a result of this malfunction. The complaint samples were discarded and are not available to be returned to the manufacturer for physical evaluation.